Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient the receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors along with screen error alarm were observed. The reported event of the receiver will not turn on was confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.